Manufacturer narrative:
One sample was received for evaluation. The cuff was visually inspected for any obvious damage with no discrepancies detected. The cuff was inflated and submerged under water to test for any leaks. No leaks were detected. Unable to confirm the reported issue. No fault was found with the returned sample.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the unit was not leak checked prior to use. After 3 hours of use the leak alarm activated and patient had trouble breathing requiring an emergent trach change. No adverse health outcome resulted from this event.